Event description:
It was reported that the right ventricular lead exhibited noise and had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the insulation was abraded from 12.3 cm to 12.4 cm from the connector pin which resulted in the reported noise. Abrasions are indicative of exposure to constant friction with another implantable device.